Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) explained the message to the caregiver (cg) and informed to recycle the machine. The tsr informed the cg to start over using new supplies. No abnormalities were observed in the supplies. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not had any patient injury or medical intervention associated with this event. The patient has resumed therapy with no further issues. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.